Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and medical treatment. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 2 to 3 g/l (200 to 300 mg/dl) after wearing the pod between 36 and 48 hours. There was also insulin leaking noted at the insertion site. It was also reported that the patient received medical treatment (exact treatment was not provided). At the hospital they also increase the patient's basal rate and changed the pod.

Manufacturer narrative:
Soft cannula assembly and internal components of the device were investigated, and no issues were found that would impede the device¿s ability to deliver insulin. No timeouts or drive stalls were observed on the data.